Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/01/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/10/2017 with the following findings: during investigation, there was evidence of moisture behind the display lens. A leak test failed due to a display lens leak. The display lens was found to be peeling up. The pump was opened and there was evidence of moisture on the main printed circuit board/ transceiver board. Unrelated to the original complaint, the battery compartment was observed to be cracked. Additionally, there was a pump leak.